Event description:
It was reported to boston scientific corporation in 2007, that a jagwire device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on the same day, (male patient; age and weight are unknown). According to the complainant, the hydrophilic tip of the jagwire guidewire peeled off. Another jagwire device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the distal tip of the jagwire. Examination of the device indicates that this malfunction was likely caused by another device. The exact cause of this malfunction cannot be determined.